Event description:
The duett sealing device was deployed following a diagnostic procedure, via a 6 fr sheath in the right common femoral artery. Following the deployment, the patient experienced swelling, discoloration and a large hematoma developed. Treatment consisted of manual compression and was successful. The patient later experienced a vagal response which was successfully resolved with atrophine. No further complications were reported and the patient ws discharged.